Event description:
During a cath lab cardioversion procedure a 300-joule shock was delivered to a pt, the device indicated "abnormal delivery", the pt's rhythm was not converted by the shock. The device was again charged to 300-joules and a second shock was delivered; the device indicated "abnormal delivery". The defibrillation energy was increased to 360-joules and a successful shock was delivered to the pt. The reporter stated there were no adverse affects to the pt as a result of device operation.